Event description:
The customer reported to baxter (B)(4) a flo-gard IV solution administration set where the tubing disconnected from the drip chamber. The condition occurred before use and there was no patient involved. There was no patient injury or medical intervention associated with this event. No additional information is available.

Event description:
It was reported that post a-fib procedure of a clarity study, performed on (B)(6) 2010, during a follow-up visit on (B)(6) 2010, the patient developed pneumonia. This adverse event was not considered to be related to the procedure. The patient was hospitalized for pneumonia from (B)(6) 2010 . The adverse event was anticipated. Patient's prognosis was excellent. Patient recovered without sequelae. The occurrence was classified by the site as unrelated to device nor drugs. It was determined by the safety monitoring committee (smc) that the event was possibly related to the procedure.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.